Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to hyperglycemia, hypertension and a swollen leg. The customer's blood glucose reading was 20 mg/dl. The customer had experienced low blood glucose levels for the past two weeks. Troubleshooting was performed, and the customer's priming technique was correct. The insulin pump was programmed correctly. The customer stated, he wore the insulin pump during a CT and xray scan. The insulin pump passed the displacement test. Nothing further was reported.